Manufacturer narrative:
The device was returned to a third party. The malfunction was duplicated and attributed to a system interconnection that was not properly seated within the device. The daughter board was reseated to the defib board to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged the device failed to discharge. Complainant did not indicate that there was pt involvement in the reported malfunction.